Event description:
It was reported the camera head image was not displayed. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to regional repair center for inspection and the reported failure was confirmed. In addition, a water leak in the head unit was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined due to disconnection in cable unit, the endoscopic image could not be displayed. In addition, due to the water leak in head unit, the focus does not work properly. However, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image was not displayed. There were no reports of patient harm.